Event description:
It was reported to vyaire medical that the vela ventilator display would go in and out ¿ go to black and back during patient use. There was no patient harm reported from this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.